Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty u-mount board. An additional issue of minor dust found inside the equipment was identified during the device evaluation:   the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit was displaying error e230 message. The issue occurred during the therapeutic trans urethral resection of bladder tumor procedure. The procedure was completed with another olympus device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "error e230" occurred due to a faulty (u mount) board. Olympus will continue to monitor field performance for this device.